Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer could login but was unable to view the patient details. A technical support specialist advised the customer to contact pyxis administrator responsible for the assigned account areas in order to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer can be able to login but unable to view the patients details. The customer reported that there was no delay, but the user needs to get another person to login into the system to get the medications. There were no adverse events or injuries reported due to this event.